Event description:
Consumer called to report that getting inconsistent readings on his plink meter. Analysis run on clark error grid using mean average reading (64) as reference point vs. Bd readings (36, 92) yielded data points in the d zone of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.